Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the device is a shorter length than normal. The reported issue was detected during incoming inspection by the korean distributor. The total quantity reported is 6.